Event description:
It was reported that the left c5 screw was 'backing out' after 8 weeks of being implanted. Surgeon felt the patient was healed enough to warrant the plate to be removed without further instrumentation. Patient outcome: no adverse effect reported as a result of this event.

Event description:
Adverse event(s): "delay in surgery" (no code available). Product problem(s): "white precipitate" (foreign material present in device [iol (intraocular lens) implant]); "unapproved ovd used" (use of device issue [iol (intraocular lens) implant]). A nurse reported that during an intraocular lens (iol) implant surgery, the surgeon noted a white precipitate on the edge of the optic, visible under the microscope. The nurse reported that the surgeon removed and replaced the lens; the wound was slightly widened but sutures were not required; and there was a delay in surgery of ten minutes. In a follow-up, the surgeon reported the event resolved without treatment and that the bcva improved from 6/15 (20/50) to 6/9 (B)(6) (20/32). Cultures were taken on the day of surgery and there was no growth. An unapproved viscoelastic was used during the procedure. In the surgeon's opinion, the device did not cause or contribute to the event.

Manufacturer narrative:
Additional part involved in event:part number lot number description5001230 232630 30mm 2-level cyprus plateper the instruction for use, possile adverse effects inlcude:"bending, fracture, loosening or migration of the implant..."